Event description:
It was reported that suture placement was attempted using the proglide device in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was a 7f and very mildly calcified. Reportedly, when the plunger was retracted no suture was attached; a cuff miss occurred. The vessel was re-wired and a second proglide device was used for successful suture placement. The sheath was upsized for the aaa procedure; however, the exact size sheath used was not provided or remembered by the physician. Hemostasis was achieved with the pre-placed second proglide suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the left common femoral artery was mildly calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.